Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Testing found flow rate inaccuracies greater than 10 percent due to the device being out of calibration. The device will be re-calibrated.

Event description:
On (B)(6) 2013 it was reported that spectrum infusion pump serial number (B)(4) failed the flow rate test on (B)(6) 2013 during a scheduled preventive maintenance procedure. The rate was 200 ml/hr, vtbi = 40 ml, and the customer reported that the device delivered 43 ml (7.5% high). There was no patient injury reported.